Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The patient presented with acute coronary syndrome and a non-st elevation myocardial infarction. The target. Lesion being treated was located in the calcified and tortuous left anterior descending (lad). Predilation was performed with a 3.0x30 mm maverick2 monorail balloon. The physician attempted crossing the lesion with the 3.0x32 mm taxus ion stent and encountered resistance. The stent was removed from within the patient's body and it was noticed that the stent was deformed distally. The procedure was completed with a differed device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, device evaluated by MFR, method, result, conclusion, returned to MFR. On - updated. Returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was blood in the guide wire lumen. The balloon was tightly folded and the stent was centered between the markerbands. There were two flared struts in the seventh and thirteenth distal rows of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The patient presented with acute coronary syndrome and a non-st elevation myocardial infarction. The target lesion being treated was located in the calcified and tortuous left anterior descending (lad). Predilation was performed with a 3.0x30mm maverick2 monorail balloon. The physician attempted crossing the lesion with the 3.0x32mm taxus ion stent and encountered resistance. The stent was removed from within the patient's body and it was noticed that the stent was deformed distally. The procedure was completed with a differed device. No patient complications were reported and the patient's status is fine.